Manufacturer narrative:
The explanted ipg was discarded by the medical facility and will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation for the explanted ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that after undergoing a revision the patient frequently receives the "recharge stimulator soon" message. The physician decided to explant the patient's ipg.

Event description:
A report was received that after undergoing a revision the patient frequently receives the "recharge stimulator soon" message. The physician decided to explant the patient's ipg.